Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to high threshold.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial emdr in b5 event description and h6 device code.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to high threshold.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to the initial emdr in b5 event description and h6 device code. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. <<laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.